Event description:
The following was reported, while attempting to perform a tracheobronchial mucosal biopsy, the forceps lost its movement, making its use impossible. The procedure was canceled. No negative impact in state of health reported. Due to the prolongation of the procedure longer than 60 minutes and the canceled procedure the event is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).